Event description:
Customer reported that on 6/12 asv was in use on patient when vent went into an inop e104. Device was removed and patient bagged and placed on another vent. 2 hours later patient died. Hospital conducted an investigation and came to the following conclusions: 1) patient death was probably not directly related to malfunction. 2) malfunction was caused by an occluded flow sensor and bacteria filter resulting from a missing water trap on the circuit.